Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes - partially. What was the gas consumption rate or volume (liter/minute)? Not sure of the question here?? Were you able to identify where the leak was coming from? Coming the seal inside the trocar - not from the between the housing. Was a device inserted in the trocar during the leaking? If so, what device? Yes an artery - ie surgical equipment. Was any torque being applied to the trocar or device? Not excessive. The analysis results found that devices (a and b) were returned in good visual condition. Upon evaluation of the devices, the duckbills were found to be slightly open at slit. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through each device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturators were not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time. Additional information requested: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Event description:
It was reported that during a laparoscopic gastric band procedure, the surgeon noticed that the ports were leaking gas through the seal. He put a plug into the trocar which reduced the noise. He completed the case with the trocars, but was annoyed by the noise made. There were no adverse consequences for the patient.